Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol on 4th august 2014. The event description provided states that the patient had been complaining about their vision post-operatively and the healthcare professional decided to explant the iol. Following iol explant, the healthcare professional observed opacification of the iol. The explanted iol has been retained and is being returned to rayner. The return of the explanted iol to rayner is pending. Following receipt of the explanted iol, the lens will be sent to a third party independent laboratory to undergo sem and edx analysis. The results of the device analysis will be provided in a follow-up report. Opacification is a recognised complication associated with cataract surgery/iol implantation. Published literature identifies the following as possible causes of opacification; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in rebubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. There is currently insufficient information available to determine any contributory or causative factors that may have led to iol opacification in this case. Rayner is following up with its distributor in (B)(4) to obtain additional information to facilitate further investigation of the event.

Event description:
On 28th january 2021, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the patient had been complaining about their vision post-operatively and the healthcare professional decided to explant the iol. Following iol explant, the healthcare professional observed opacification of the iol.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the patient had been complaining about their vision post-operatively and the healthcare professional decided to explant the iol. Following iol explant, the healthcare professional observed opacification of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol on (B)(6) 2014. The event description provided states that the patient had been complaining about their vision post-operatively and the healthcare professional decided to explant the iol. Following iol explant, the healthcare professional observed opacification of the iol. The patient medical history received states that the patient underwent a trabulectomy in the post-operative period and that they are also recovering from bullous keratopathy. A trabulectomy is a surgical procedure used to treat glaucoma and bullous keratopathy is the presence of corneal epithelial bullae, resulting from corneal endothelial disease. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication") and "corneal decompensation or endothelial insufficiency". The returned explanted iol was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sep) and energy-dispersive x-ray spectroscopy (eds)). Analysis was completed on (B)(6) 2021. Scanning electron microscopy images analysis show a significant deposition of mineral like structures on the surface of the iol consistent with the structure and form of iol calcification. Elemental analysis of these formations by eds analysis found these structures to be formed of calcium phosphate further supporting the conclusion of iol calcification. Opacification is a recognised complication associated with cataract surgery/iol implantation. Published literature identifies the following as possible causes of opacification; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in rebubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient medical history and ocular procedures are likely caustive factors to the onset of calcification in this case.